Event description:
It was reported patient underwent a tha surgery on (B)(6) 2020 and developed an infection. Subsequently, the patient was revised on (B)(6) 2020.

Manufacturer narrative:
(B)(4). G3: report source, foreign - event occurred in japan. D11: medical product: tprlc 133 fp type1 pps ho 7.0, catalog #: 51-101070, lot #: 6041877. Medical product: liner and shell with plastic barrier 36 mm i.d. 46 mm, catalog #: 00151504636, lot #: 64014059. No further information available. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 2 similar complaints reported with the item 650-0661. The sterilisation certificates were reviewed and confirmed that product is sterilised within the specification range. No trends were identified from complaint history review. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the event reports revision due to infection. Risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. Infection is documented as a potential harm as an outcome of a number of hazards assessed by the referenced rmf. Infection is considered a severity 3: moderate, which as per the severity table listed within the rmr is defined as prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of this complaint (surgical intervention) is considered to be within the severity of the rmr. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: tprlc 133 fp type1 pps ho 7.0, catalog #: 51-101070, lot #: 6041877. Liner and shell with plastic barrier 36 mm i.d. 46 mm, catalog #:00151504636, lot #: 64014059. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a tha surgery on (B)(6) 2020 and developed an infection. Subsequently, the patient was revised on (B)(6) 2020.